Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited high thresholds and was thought to have dislodged. The lead was found to have perforated through to the left ventricular (lv) cavity. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.